Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) and right atrial (ra) channels. The rv noise was oversensed and resulted in asystole greater than 2 seconds. The oversensed noise episodes have occurred at various times throughout the last 3 years and were suspected to be due to electromagnetic interference. The patient was brought in for further evaluation and the noise could not be reproduced. At this time, the products remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) and right atrial (ra) channels. The rv noise was oversensed and resulted in asystole greater than 2 seconds. The oversensed noise episodes have occurred at various times throughout the last 3 years and were suspected to be due to electromagnetic interference. The patient was brought in for further evaluation and the noise could not be reproduced. At this time, the products remain in service. No adverse patient effects were reported. This device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances and noise reported from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the device coding and provide an updated conclusion code.